Event description:
The customer stated that she was connected during the manual prime and may have inadvertently delivered insulin into her body. The customer stated that the insulin pump alarmed during priming. The customer's blood glucose reading dropped from 185 to 120 mg/dl during the phone call. The customer declined to have paramedics called to assist her. The customer stated that her husband was going to take her to the hospital to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor.